Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that the product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process.

Event description:
It was reported from czech republic that the attachment device was overheating. It was reported that this issue was discovered after an unspecified surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.